Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during a recent follow up the vessel, distal to the right graft limb of the endurant 32x16x145 stent graft, had narrowed. The physician implanted another manufacturer's stent and the event was resolved. Per the physician, the cause of the narrowed vessel was due to disease progression and not related to the implanted stent graft. No additional clinical sequelae were reported and the patient is fine.